Event description:
The customer's father reported that his daughter's blood glucose measured 319 mg/dl at 2:45 pm, at which time they noticed in the viewing window that they could see insulin leaking. The pod was removed and the adhesive was wet and the cannula looked "mangled" or flattened.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the damaged cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider,"